Event description:
It was reported that a spectrum pump experienced a door not fully latched message. It was also reported that there was no patient injury.

Manufacturer narrative:
MFR ref no#: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched alarm which loading a set. Evaluation determined the cause to be loose mechanism mounting screws. The mechanism screws were replaced to correct this condition.